Manufacturer narrative:
Sc-2218-50 (B)(6). The returned lead was analyzed and visual inspection of the lead revealed that the proximal array is bent between a contact and the retention sleeve. The reported event of patient experiencing shocking sensations due to lead migration and the complaint of lead tail damage have been confirmed. It appeared that the lead was exposed to excessive mechanical force when it migrated and it resulted in the cable damage.

Event description:
It was reported that the patient was experiencing shocking sensations due to the lead had migrated and the tail of the lead was bent. The physician replaced the lead.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 17131721.

Event description:
It was reported that the patient was experiencing shocking sensations due to the lead had migrated and the tail of the lead was bent. The physician replaced the lead.